Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that the centrifuge had failed causing a delay in result processing. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the centrifuge. The cse found the display on the centrifuge to be non-functional. The cse replaced a metal oxide varistor (mov). The cause of the delay in testing due to a centrifuge failure is a malfunction of metal oxide varistor. The instrument is performing according to specifications. No further evaluation of this device is required."

Event description:
The centrifuge module on a siemens labcell automation system caused a delay in the testing of one patient sample. The patient was redrawn and the second sample was used for testing. The test result from the second sample was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the delay.